Event description:
It was reported that the user dropped the ilet while falling from a horse, resulting in a cracked and unresponsive touchscreen. Symptoms included no clinical effects. Outcomes included device replacement education and arrangement for a replacement device. Investigation included a user interview and troubleshooting to confirm the screen damage and loss of touch responsiveness. Investigation of this case revealed physical damage to the display assembly consistent with impact, leading to loss of function of the touchscreen interface. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.

Manufacturer narrative:
Initial.